Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 01:02:29. During night drain cycle five, the patient's ultrafiltration reading was 1921ml, indicating the home patient (hp) drained 1561ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be use error, tidal total ultra filtration removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.